Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient is requesting detailed material composition about the device based on allergic reaction in regards to the implant. The transforaminal posterior atraumatic lumbar system (t-pal) was implanted on (B)(6) 2011 and remains implanted. It was also reported that a second implant date was on an unknown date in; (B)(6)2012. This report is 3 of 4 for complaint (B)(4).

Manufacturer narrative:
Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: event date: unknown. Device still in patient. Device has not been explanted. A product development evaluation was completed: no parts were received. Part numbers 04.812.010s (t-pal), 04.606.036 (click'x screw) and some components of 498.570 (click'x locking cap) are made of ti-6al-7nb (tan). Part numbers 498.140 (rod) and one component of 498.570 (click'x locking cap) are made of commercially pure titanium (ticp) grade 3 / 4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.